Manufacturer narrative:
Internal complaint reference: (B)(4). Pelishenko, t. G., vishniakov, v. V., & klimenko, k. E. (2009). Application of plasma-mediated cold ablation in otorhinolaryngology. Vestnik otorinolaringologii, (3), 25-27.

Event description:
It was reported that on literature review application of plasma-mediated cold ablation in otorhinolaryngology, 1 patient had postoperative bleeding after a cold ablation procedure using a coblator ii controller device. The patient required a revision surgery in the or with coblator. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It has been communicated that no additional information is available. As of the date of this medical investigation, the requested clinical documentation has not provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.